Event description:
Caller (customer's wife) reported the customer was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. It was additionally reported the meter issue "started more than a week ago". Caller reported that on (B)(6) 2013 at approximately 3:00am, the customer experienced "feeling cold and cannot move his arms and hands" and was transported to a local hospital where a blood glucose result of 295 mg/dl was obtained via lab draw at approximately 10:00am. Customer was reportedly diagnosed with hyperglycemia, high blood pressure, and thrombosis, and administered an unknown dosage of insulin and prescribed "clopidogrel sulfate" (clopidogrel bisulfate). The following day, customer was "transferred to another hospital where they can be covered by their insurance" and a blood glucose result of 319 mg/dl was obtained (unspecified source). Customer was treated with a "high dosage of insulin" and remained hospitalized until (B)(6) 2013, when he was discharged. It was additionally reported the customer was an insulin user. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.